Event description:
During a procedure when the nurse pulled out the cord of the high trans autoclavable fiberoptic light, the handle and the black part had melted. The nurse did get a slight burn. There was no pt injury. Used another like device to complete the case.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.